Event description:
The reporter stated the surgeon attempted to use an icm120v4 -12.0 diopter lens. The lens ruptured in the cartridge when the surgeon was about to inject the lens. There was no pt contact. The reporter stated the foam tip plunger malfunctioned.

Manufacturer narrative:
(B) (4). (B) (4).